Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was not able to duplicate the user's report of a video image difficulty. The device was tested for several hours and it passed all functional tests. This phenomenon cannot be conclusively determined. If significant information is provided by the user facility a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transvaginal taping, the video image became dim, which delayed the recognition of a bladder injury. The procedure was completed with different, but similar devices primarily consisting of the video monitor, video processor, light source, light cord, and camera. Insufficient information was provided from the user facility to determine the cause of the bladder injury and the user's experience.